Event description:
Rn reports when changing tubing for total parenteral nutrition (tpn) administration, upon attaching the filter set to the end of the regular IV tubing, the tpn leaked out of tpn tubing. Upon inspection it was noted the plastic tubing was not attached properly to the filter during manufacturing. Rn obtained a new filter set from pharmacy and connected the tubing without further incident. No injury to patient, just slight delay in administration of tpn while troubleshooting issue.======================health professional's impression======================it leaked.